Event description:
It was reported that pip (peak inspiratory pressure) was not working. No patient injury was reported.

Manufacturer narrative:
Other, one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source could not be identified. DHR review was done, no issues related to the original complaint were found.